Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the returned was confirmed to be fractured upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the most likely cause of the customer reported event is the presence of voids on the lasermarking dots, which were positioned on the tensile side of the rod bend.

Event description:
It was reported that; surgeon broke 2 vitallium rods while french bending with the rod bender in a scoli case. Surgeon was doing a very gradual bend on the highest setting of the rod bender, was making long sweeping bend, nothing accute.

Event description:
It was reported that; surgeon broke 2 vitallium rods while french bending with the rod bender in a scoli case. Surgeon was doing a very gradual bend on the highest setting of the rod bender, was making long sweeping bend, nothing acute.